Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. All alarms received during testing were properly recorded at the alarm history file. No history anomaly was noted. The insulin pump had a cracked display window, cracked case at the display window corner, broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 480 mg/dl. The customer was assisted in clearing the alarm and performing the rewind process again. The insulin pump got stuck on the fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.